Manufacturer narrative:
(B)(4). Device evaluation: the report that the dilator hub did not fit properly in the sheath valve was confirmed. Returned were an 8.5fr dilator and a psi sheath. The dilator was removed from the sheath and reinserted. A light tug on the dilator removed it from the sheath. The outside diameter (od) of the step at the base of the dilator hub designed to snap into the sheath was measured at two positions, while viewed under a microscope. The od of position 1 adjacent to the mold seam measured 0.154 inches and position 2 (rotated 90 degrees from position 1) measured 0.156 inches. The minimum od specification is 0.156 - 0.158 inches per the dilator graphic. The inner diameter (ID) of the sheath hub measured 0.155 inches, which met the specification of 0.154 - 0.156 inches per the dilator graphic. A review of the device history records did not reveal any manufacturing related issues. One of the measurements of the outside diameter (od) of the step at the base of the dilator hub was below specification, which reduced the force required to unlock the dilator. The probable cause of this issue is manufacturing related. Further investigation of this complaint issue has been initiated.

Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported during insertion, the dilator hub would not fit into the sheath valve. The dilator and sheath was looser than usual. The clinician kept using the device with inconvenience and they finished the procedure. There was no delay in treatment and no patient death or complications reported.